Event description:
It was reported that during follow-up, after communication with the pulse generator was established, data could not be obtained from it due to long retrieval times. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.